Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc found that the probe broke off at 16 mm from the distal end. There were contact marks on the probe and non-insulated area. The shape of the fracture surface showed that the cracks developed from the contact mark as the starting point. In addition, the ptfe pad was worn at the proximal end of the grasping section. The manufacturing history was reviewed, with no irregularities noted. This type of the probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the user activated output while the distal end of the subject device was grasping a thick and hard tissue, consequently the ptfe pad at the proximal end was worn. It was also known that the proximal end of the jaw and the probe came into contact due to the worn ptfe pad, consequently the contact marks occurred and probe cracked, and besides the probe was broken off when the probe was subjected to a load. The instruction manual of the subject device already warns; do not activate output while grasping thick, harder tissue, such as the uterine cervix, with the distal part of the probe tip and the grasping section. Otherwise, the grasping surface (white ptfe pad surface) may be worn out partially. Continued use under this condition may result in exposure of the metal area of the grasping section and a scratch on the probe tip. This could lead the probe tip to breaking and falling off into the body cavity during the output.

Event description:
During a total laparoscopic hysterectomy, two thunderbeat devices were used. In the procedure, both the probe fell off into the patient. The fragments were retrieved in the procedure. The procedure was completed with another thunderbeat. There was no patient injury reported. This is the report for the second one of the two devices.